Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Auto arm accuracy fails. Resolution. Completed kin-cal on both sides. Auto arm accuracy passed. System ready for clinical use. Case type: tka. Update provided by mps: no patient was involved. It went to a manual. Update: per the mps, the patient was under anesthesia when the issue occurred and the decision was made to convert the case to manual.

Manufacturer narrative:
Reported event: auto arm accuracy fails. Device evaluation and results: per gsp 149091: during the investigation of the reported issue it was determined rob 063 would not pass the kin-cal test on the left side. After further investigation it was discovered that the 200210 j3 glass encoder had delaminated from the mounting hub. A new 200210 j3 glass encoder was installed and the 201383 j3 read head was adjusted for optimal reading of the glass. The 201383 j3 read head was not able to be adjusted to see the glass encoder and was producing a bad signal. It was determined the 201383 read head was defective and needed replacing. A new 207139 j3 read head was installed and adjusted with optimal results. Device history review a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: after all adjustments were made rob 063 successfully passed all tests. All installation, repair and testing steps were performed following the d04483 rio 3.0 service manual section 03 - intro to part replacement & rio plastic cover removal, d04484 rio 3.0 service manual section 06 - j1 to j6 transmission cabling instructions, d04480 rio 3.0 service manual section 05 - j1 to j6 fru replacement, d04481 rio 3.0 service manual section 09 ¿ testing and d04478 rio 3.0 service manual section 10 - trouble shooting, software, RMA & flow charts. All passing screen shots are attached to the work order. (B)(4) was successfully repaired and can be returned to service. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Auto arm accuracy fails. Resolution completed kin-cal on both sides. Auto arm accuracy passed. System ready for clinical use. Case type: tka. Update provided by mps: no patient was involved. It went to a manual. Update: per the mps, the patient was under anesthesia when the issue occurred and the decision was made to convert the case to manual.